Event description:
This is being reported as an adverse event because the complaint originated from an attorney. The product was implanted during one of two surgeries on (B)(6) 2010. Also implanted on either of these dates was boston scientific's uphold and coloplast's supris suprapubic sling. The complaints via the attorney were that the pt suffered infection, pain, discomfort, tissue erosion, bleeding, urinary incontinence, complications and additional surgeries. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.